Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl- left. Reason(s) for revision: component loosening, pain, noise. Queried which component loosened - see complaint actions for email. Rec'd lawyer's letter on 25th nov 2014 - additional reason for revision - high metal ions. No mention of component loosening. See attached. Added increasing metal ions to each product.

Event description:
Asr revision; asr xl- left; reason(s) for revision: component loosening, pain, noise; queried which component loosened - see complaint actions for email.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: asr revision. Asr xl- left. Reason(s) for revision: component loosening, pain, noise. Queried which component loosened - see complaint actions for email. Rec'd lawyer's letter on (B)(4)2014. Additonal reason for revision - high metal ions. No mention of component loosening. See attached. Added increasing metal ions to each product. Update (B)(4) 2018. Additional information from crawford, as per review of the new information there is no update to the pc.